Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump history was missing data. Customer¿s blood glucose was within range. Reportedly, customer resumed pump therapy.